Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00192, 0001526350-2023-00564. G2 : foreign country: australia. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutter failed testing due to an incomplete cut. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.